Event description:
During the atrial fibrillation procedure, a cardiac perforation occurred requiring pericardiocentesis. Transseptal puncture was done with 2 non-abbott sheaths. There was difficulty going into the la with the second sheath, taking 15 minutes. At this time blood pressure was stable. After geometry was done, a third shot was delivered on the la posterior roof with 30w maximum of 23g for 5 sec and patient lost consciousness with no cardiac contraction. It was first thought to be a brain stroke, but with a cardiac echo a blood effusion was seen all around. A pericardiocentesis was completed draining 1,6l. The cardiac surgeon came and opened the patient to place a cardiac drain. The procedure was completed with the patient stable. It is unknown whether the perforation was due to the puncture or ablation.

Manufacturer narrative:
An event of a cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.